Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that downstream occlusion alarms were caused by a failed downstream sensor. In addition, review of the history log confirmed the alarms. The downstream/sensor pusher was replaced.

Event description:
During baxter's evaluation a device alarmed for downstream occlusions. There was no patient involvement.